Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: functional tests on the returned device noted: the slider was moved the entirety of the travel distance with ease in all three angles. Needle moved in tandem with the slider knob. Because the complaint cannot be attributed to the device from the functional tests, the complaint is not confirmed.

Event description:
Healthcare professional reported there was resistance against the xen®45 gts injector. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported there was resistance against the xen®45 gts injector. There was no eye injury.